Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unresponsive buttons, such as the act button and the up arrow button, on the insulin pump. The issue occurred one week before. Customer was advised to revert to a back-up plan. Customer is already on insulin pens and took a correction.